Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. Device received with cracked battery tube threads, cracked reservoir tube lip and stained address or serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer reported that the insulin pump had a pump error. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Alarm reoccurred after a battery change. The device will be returned for analysis.